Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, the user reported a high blood glucose (bg) level of 365 mg/dl after waking up, despite recently replacing their contact detach steel infusion set. The agent guided the user through a full supply change, confirming insulin delivery resumed successfully. No issues were found with the removed supplies. Follow-up showed bg trending down from 312 mg/dl to 274 mg/dl and finally to 130 mg/dl. The highest blood glucose (bg) recorded was 365 mg/dl. Bg was corrected through a full supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.